Event description:
It was reported that using coblator ii generator with a wand, resulted in electrical shock to the surgeon. No burn was reported. Procedure was completed with an electrocautery device with no significant delay or any further complication.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have caused the controller not to work or (2) there may have been a loose power connection or interference between other devices. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller had a display that was not functioning. The unit was opened and found that the display ribbon cable was not fully seated into header j1 on the control pcb. No further testing could be performed due to no display. Also it appears that a saline spill was observed inside of chassis. Photos of unseated display cable and saline spill attached. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: there could have been a power surge to the controller which could have caused the controller not to work or there may have been a loose power connection or interference between other devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.